Event description:
It was reported that thrombosis occurred.it was reported that versacross connect laac access solution selected for being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered. No indication if product will return.furthermore, the versacross device was inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned during the procedure. There was no issue with transeptal. Patient has been discharged.it was further reported the thrombus material was noted both on the tip of the was and also inside the vcc dilator upon removal. The patient had noticeable spontaneous echo contrast (sec). The patient had another reattempt at the laa closure procedure after this event, and a closure device was implanted safely.

Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered. No indication if product will return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b _ adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for being performed under transesophageal echocardiography (tee) guidance with the patient under general anesthesia. The watchman double curve access system (was) and versacross connect (vcc) system were prepared for transseptal puncture (tsp). A half dose of heparin was administered prior to tsp, and the remaining heparin was administered after left atrial access was obtained. Tsp was performed and while removing the vcc dilator, mobile thrombus material was observed on tee at the distal end of the was within the left atrium. The material was aspirated back into the was, and the system was withdrawn from the patient. Upon flushing the was on the back table, additional clot material was identified within the sheath. The physician elected to cancel the procedure due to clot formation. No patient complications were reported. The patient fully recovered. No indication if product will return. It was further reported that the versacross device was inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned during the procedure. There was no issue with transeptal. Patient has been discharged.

Manufacturer narrative:
Additional information added to b5: describe event or problem.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.investigation summary:based on the available information, although the product was disposed of and could not be returned, we have determined that the thrombosis is a known inherent risk of use of this device. Device technical analysis:it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed.labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.risk review: a risk review performed for the versacross connect access solution device confirmed that the events of thrombosis and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable.investigation conclusion:based on the information provided, the reported event of thrombosis is a known inherent risk of the versacross connect access solution device. There are several factors that may have contributed to the adverse event(s), such as delayed heparin administration, tortuous patient anatomy, or additional physician/scrub tech technique.